Event description:
Symptoms/ae: hypotension. Time of symptoms/ae: post procedure. Device malfunction: none. It was reported that 2 days (2009) post a stenting procedure in the right internal carotid artery using a rx acculink, the patient experienced hypotension and was treated with fluids and medication and concomitant hypertensive medication were held. The hypotension resolved three days later. Additionally, the patient had exacerbation of congestive heart failure secondary to the fluids given. The patient was discharged home. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.